Event description:
It was reported that during a morning shift check, when an autopulse battery was inserted into the platform, the device was unable to power on. The customer then exchanged the battery and the platform was able to power on. The original battery was placed into another autopulse platform and it powered on just fine. It is unknown if there is an issue with the battery or the platform. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
Please see the following related MFR report: # 3010617000-2015-00330 for autopulse li-ion battery with sn (B)(4). Product in complaint was returned to zoll on 05/22/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
The autopulse platform was returned to the manufacturer on 05/22/2015. Visual inspection of the returned platform was performed which found that the battery lock pin was broken. The physical damage noted during visual inspection is unrelated to the customer's reported complaint. A review of the platform's archive was performed and no faults or errors were observed on the reported event date of (B)(6) 2015. The archive also showed that li-ion battery s/n (B)(4) was not used on the reported event date. Li-ion battery s/n (B)(4) was last used on (B)(6) 2015. Functional evaluation of the returned autopulse platform was performed and the autopulse was run for 15 minutes using a test mannequin and no user advisories or warnings were exhibited. Although the platform functioned as intended during initial functional testing, the battery cable was tested to verify that it was functioning properly. Further inspection determined that the battery cable was defective and needed to be replaced. Based on the investigation results, the battery cable was replaced to remedy the customer's reported complaint. In summary, the customer's reported complaint of the autopulse platform being unable to power on was confirmed. The root cause was determined to be that the battery cable was defective. The battery cable was replaced to remedy the reported complaint. The physical damage found during visual inspection is also unrelated to the customer's reported complaint. After replacement of all the parts identified during investigation, the platform successfully passed all final functional testing. Please see the following related MFR report: # 3010617000-2015-00330 for autopulse li-ion battery with sn (B)(4).